Event description:
Fentanyl infusion 2000mcg in nss 100 ml set to infuse at 2.5ml/hr. 100mls infused in 37 minutes. Presented with altered mental status and hypotension. Developed respiratory distress and stroke-like symptoms and hypotension. Intubated for airway protection. Fentanyl infusion initiated.